Manufacturer narrative:
D10: 01-030-01-0552 - alt cup clstr g5 sz 52: (B)(6), 01-030-40-0536 - alt xle lnr ntrl g5 36: (B)(6), 170-36-93 - biolox delta femoral head 36mm od, -3.5mm: (B)(6), 190-31-08 - alt ha s clr ext sz 8: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported in a clinical study, approximately 36 months after an initial right total hip replacement, the patient experienced sudden surgical side leg giving away. There is no known revised or planned revision date. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The cause of the patient¿s dislocation/instability and subsequent revision reported in this event cannot be conclusively determined; however, it may be due to soft tissue tension, implant positioning, and/or implant selection. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Dislocation and subluxation are known risks, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.